Event description:
The patient had CABG x3 performed. When the drapes were removed, the patient was found to have burn to the right lateral thigh in the shape of the c clamp that was holding the drapes together. The grounding pad was checked and had good contact. The burn was tx'd with silvadene. The burn appeared to be a 3rd degree with black eschar noticed, approximately 2 by 2 inches. The esu machine was removed and sent to biomed. The pen was found to have some breaks in the integrity of the insulation.